Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a failed device the patient had his artificial urinary sphincter (aus) removed and replaced. It was noted to have failed in 2019. The aus was explanted and a new device consisting of a cuff, pump and balloon were implanted. It was further reported that the patient's presenting symptoms was continued incontinence. The patient is now stable following this surgery.